Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and pre-syncope. The implantable pulse generator (ipg) exhibited a pacing problem. It was also noted that the right ventricular (rv) lead exhibited high thresholds and no capture. The ipg and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.